Manufacturer narrative:
The lead was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. An x-ray was performed and noted the lead was fractured. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.